Manufacturer narrative:
Product event summary: the lead was returned and analysis was performed with no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead had dislodged due to uncontrolled emesis from the patient from an allergic reaction to anesthesia. The lead was removed and replaced. It was further reported that the replaced lead had dislodged postoperative. The physician noted that the dislodgement was due to the patient's congenital anatomy and it was difficult to get the lead to stay in the ra. The lead was revised and repositioned. A few days later the lead had dislodged again. The lead was finally removed and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.